Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the proglide device after an interventional procedure in the totally occluded posterior right tibial artery. Reportedly, the physician pulled the plunger out of the body of the device and there was no suture present. The device was removed and hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. According to the proglide instructions for use, the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed as analysis of the device found that both cuffs remained attached to the link and their respective needles, which is indicative of successful needle deployment and suture retrieval. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.